Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing. A technical support specialist (tss) accessed the system remotely in elevated mode and reviewed device power and connectivity settings, ensuring that bluetooth and universal serial bus power-saving options were disabled. The tss navigated to devices and printers, set the fujitsu thermal printer as the default, and verified the zebra printer preferences. The tss then cleared the print queue using command prompt and logged into the station desktop to recheck and set the default printer configuration. The tss removed the existing zebra printer object, restarted the station, and upon logging back in, confirmed that the fujitsu thermal printer was set as default. The tss reset the zebra printer settings under printer properties and preferences, performed a test print, and verified functionality while advising that the paper sensor should be properly aligned to ensure accurate label detection. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system printer was not printing. The customer tried to reboot, but issue was not resolved. However, there were no delay and adverse events or injuries reported based on this event.